Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower and middle back pain'), embedded device ('essure device which is partially extending into the left lateral wall of the uterus with the coil within the wall'), device expulsion ('essure device which is partially extending into the left lateral wall of the uterus with the coil within the wall') and pregnancy with contraceptive device ('pregnancy (with complications)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test" and device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 5 ((B)(6) 2004, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), cholecystectomy and retroverted uterus. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included gallstones, colonic polyp, kidney stones, cholecystitis, abdominal pain, menses irregular, pelvic pain, perineal pain, joint swelling, headache, chronic cervicitis, squamous cell metaplasia, cyst, right lower quadrant pain, leiomyoma nos, chronic cervicitis, metaplasia and nabothian cyst. The patient also had a family history of colonic polyp. Concomitant products included ketorolac since october 2018, medroxyprogesterone acetate (depo-provera) and oxycodone hydrochloride (oxycodon). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abdominal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("anemia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and high risk pregnancy ("high risk"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/salpingectomy-right). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, dysmenorrhoea and alopecia had resolved and the embedded device, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dyspareunia, high risk pregnancy and anaemia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered alopecia, anaemia, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, high risk pregnancy, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6) lbs. She did not experience any complications of your unintended pregnancy or delivery she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: back pain, dyspareunia, dysmenorrhea, menorrhagia, anemia. Concerning the injuries reported in this case, the following one/ones was/were described in patient¿s medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: previously reported event injury was updated to "lower and middle back pain". New events "pregnancy (with complications), abnormal bleeding (vaginal),abdominal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, device ineffective, she did not undergone essure confirmation test, high risk pregnancy, anemia", patient date of birth, medical history added. On (B)(6) 2019: mr received- event - "essure device which is partially extending into the left lateral wall of the uterus with the coil within the wall", new reporters, historical drug, medical history were added. Fu2 and 3 process together. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.